Event description:
Reportedly, during testing, it was observed that the fio2 value displayed (84%) was lesser than what was set (100%). A calibration of the oxygen sensor did not resolve this issue. The oxygen sensor was replaced. There was no pt involved reported.